Event description:
The user facility reported they experienced a loss of image during procedure. The image was unable to be retrieved and the procedure was completed with the use of another similar device. There was no allegation of harm.